Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.:the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 15mm from the tip and it is approximately 24mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. The balloon was inflated three times at 8, 10 and 12 atmospheres (atm) with 30 seconds each inflation respectively. However, during third inflation at 12 atm for 30 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. The balloon was inflated three times at 8, 10 and 12 atmospheres (atm) with 30 seconds each inflation respectively. However, during third inflation at 12 atm for 30 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.